Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced analog interface (ai) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that an 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The eval and repair of the device has not been completed.